Manufacturer narrative:
Mindray service representative replaced the display board. Performed functional and safety tests.

Event description:
Customer reported the passport xg monitor had no display resulting in a possible loss of primary monitoring. No patient injury was reported.